Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent to the nontortuous, mildly calcified mid left anterior descending (lad) artery, but "after prep on the way to the guide the shaft broke." The procedure was completed with another taxus stent, same size. No patient complications occurred. This occurred outside the patient, there was no patient contact with the device.